Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). A taxus stent was implanted and the physician attempted to deliver the 3.50x16mm taxus liberte stent to the proximal side of the implanted stent but was unable to cross the lesion. The physician removed the device outside the patient's body and it was noted that the proximal part of the device was flared. The procedure was successfully completed with the placement of a non-bsc stent. No patient injuries or complications were reported. Patient condition listed as "good."

Event description:
It was reported that the device was explanted after an implant duration of approximately 104.6 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer output was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.